Manufacturer narrative:
The returned sample was tested for clarity and was within specifications. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Complaint trending was reviewed for the lot code provided and no similar complaint was found. The root cause was unable to be confirmed as the returned product tested within specification. No action is warranted. All in-process testing met specifications for this lot code at the time of release, the returned sample tested within specifications and there are no additional complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or confirmed component lot number information has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a viscoelastic product was injected into an eye during cataract surgery when the patient's posterior capsule split or ruptured vertically along the injection line. Additional viscoelastic product was instilled into the eye to prevent vitreous outflow, but no further intervention was performed. The patient's condition was reported as improving.